Event description:
An health care provider (hcp) called in to get compatibility guidelines for conducting an MRI. While on the call the patient claimed that their implantable neurostimulator (ins) had been ¿non-functioning¿ since (B)(6) 2014. No cause, intervention, or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n450569, implanted: (B)(6) 2014, product type accessory; product ID 97754, serial # (B)(4), product type recharger; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740 serial # (B)(4), product type programmer, patient. (B)(4).